Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b discrepant results were obtained. Confirmatory testing was performed using henry schein onestep+ ultra flu a&b test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: what confirmatory testing was performed that determined the results were erroneous? Henry schein onestep+ ultra flu a&b test. Is the customer reporting a false positive or false negative? Discrepant positive flu a. (8 out of 10 performed during the day). No pcr test performed. Customer problem: discrepant result for ver 256088 lot: 1264737 exp: 10/20/22. 8 out of 10 test were flu a (+). Steps taken with customer/troubleshooting: verification passed and qc: passed. Customer problem: discrepant result for ver 256088 lot: 1264737 exp: 10/20/22. 8 out of 10 test were flu a (+).

Manufacturer narrative:
There is no 510(k) for this device as it is eua. (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd veritor ¿ sars-cov-2 & flu a+b discrepant results were obtained. Confirmatory testing was performed using henry schein onestep+ ultra flu a&b test. There was no indication that results were reported out, and there was no report of patient impact. The following information was provided by the initial reporter: what confirmatory testing was performed that determined the results were erroneous? Henry schein onestep+ ultra flu a&b test is the customer reporting a false positive or false negative? Discrepant positive flu a. (8 out of 10 performed during the day) no pcr test performed *** customer problem: discrepant result for ver 256088 lot: 1264737 exp: 10/20/22. 8 out of 10 test were flu a (+) steps taken with customer/troubleshooting: - verification passed - qc: passed customer problem: discrepant result for ver 256088 lot: 1264737 exp: 10/20/22. 8 out of 10 test were flu a (+)

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges the bd veritor covid-19 and flu a+b test (material # 256088), batch number 1264737, ¿ customer discrepant result for flu test ¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Results were acceptable and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. Currently, there are no adverse trends identified for discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10